Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise which led to pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.